Event description:
Infusion pump with a failure code 812:02. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was indentified.